Event description:
It was reported that while attempting to remove the guidewire from the catheter, the guidewire became unraveled; the guidewire was difficult to remove. An x-ray was taken and the patient was monitored, and there was no patient injury observed.

Manufacturer narrative:
The 0.035"x 60 centimeter guidewire was all that was returned for evaluation. The guidewire was found to have a weld break on the j tip end of the wire. The outer coil wire has unraveled over a 28 centimeter area. The outer coil wire appeared to had started the outer coil unraveling 12.5 centimeters from the j tip end of the wire. There was also a gap in the coils that may be the location that the wire got caught. There were no missing components. There was also a bend in the wire 32 centimeters proximal of the j tip end of the wire. The lot number was reported and a device history record review was completed that the device met specifications upon distribution. The root cause for the guide wire removal difficulties cannot be identified; however, it was noted in the evaluation that the guide wire was "bent" and had "unraveled", which may indicate that there were procedural difficulties and/or patient anatomical factors that caused or contributed to the guide wire damage. There were no patient complications reported.

Event description:
Boston scientific crm received information that when a magnet was placed on this implanted pacemaker, the magnet rate was 60 bpm. The heart rate before the magnet was applied was 80 bpm. No adverse patient effects were reported. A health care professional contacted boston scientific technical services for technical advice on this observation.